Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving (see call code no tes mg/ml at see call code notes mg/day), (see call code notes mg/ml at see call code notes mg/day), and (see call code notes mg/ml at see call code notes mg/day) via an implantable pump for unknown indications for use. It was reported that  because patient was having difficulty with doctor who had been managing pump, patient stated that the pump has run out of medication and started beeping last monday. The patient stated aside from having a lot more pain if there was anything they should be concerned about. They stated they are between a rock and a hard place because the healthcare provider (hcp) won't address patient's pump. The patient mentioned  been openly cut on the wrong side.  The patient mentioned they also had been having hallucinations and attempted to check themselves into a behavior ward but were turned away because of pump. The patient stated they are supposed to have spine surgery unrelated to medtronic device, but they are going to ask surgeon if they can remove pump at time of surgery, then asked if there would be any complications because. The patient confirmed medication information remains the same : dilaudid:1071.9 mcg, bupivacaine: 10719 mg, ketamine: 1.4276 mcg, bolus = 8/day. Dilaudid: 80mcg, bupivacaine: .800mg, ketamine: 10.66mcg. Patient was redirected to the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s low reservoir alarm went off on (B)(6) 2022 and at this time the pump was empty. It was noted the patient had gone through withdrawal already. It was noted the patient had been dismissed from their previous managing hcp due to being non-compliant. The rep had worked with this patient for years and the patient always in and out of hospitals, disruptive, non-compliant, and had missed refills in the past. It was also reported the patient was schizophrenic and would get scared of the alarm, so the rep was wanting to turn off the pump alarm today without it getting refilled. Technical services reviewed that the only way to get the pump to stop alarming was to program a volume into the reservoir. It was noted the caller would program a 20 ml volume for the reservoir in order to update and silence the pump and put notes there was nothing actually in the pump. It was also reported the patient would be getting an MRI today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the symptoms were unknown but that they resolved. Explant surgery was planned but not yet scheduled.

Event description:
Additional information received from the consumer reported that their healthcare provider (hcp) was no longer managing the pump. Since 2022 (B)(6) the patient had been off the pump "cold turkey". They stated they have had 2 more spine surgeries since then and they need to have magnetic resonance imaging (MRI) tomorrow (not alleged to be related to their mdt device/therapy). The pump had been alarming for at least a week - confirmed critical alarm and their personal therapy manager (ptm) confirmed empty pump. They stated they tried calling their mdt representative every day last week. Agent reviewed MRI information and recommended hcp contact mdt directly for further information if desired/needed. Omitted information pertaining to been openly cut on the wrong side documented in pe# (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.